Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deployment, the lever was closed; however, the foot of the device remained open. As the foot did not retract, the device was removed from the patient anatomy with the foot in the open position. No vessel damage was noted. It was observed that the foot (reported as cuff) was missing. The foot may remain in the patient anatomy as it was unable to be located. The sutures of two new proglide devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment and foot retraction issue were confirmed. In addition, analysis of the returned proglide device, found the posterior needle tip was broken off. The detached needle tip was not returned with the proglide device. It should be noted that the perclose proglide instructions for use states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. Step 10: relax the device and then return the foot to its original closed position by pushing the lever down to the body of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported foot retraction issue appears to be related to user error. The foot detachment and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.